Event description:
As reported by an edwards lifesciences japanese associate, after a transfemoral tavr procedure, embolism of distal from right external iliac artery (eia) occurred, which was removed via arterial embolectomy catheter. During the tavr procedure, a commander delivery system with a 26 mm sapien 3 ultra resilia (s3ur) was advanced into the aortic annulus and transesophageal echocardiogram (tee) revealed swaying plaque on the ascending aorta prior to valve deployment. However, it was decided that nothing could be done for the plaque at this point and the procedure was proceeded. The s3ur valve was successfully implanted. The plaque was confirmed to be remaining on the ascending aorta by tee. After removal of devices, peripheral angiography showed no complications and the dorsalis pedis artery could be easily palpable. When the dorsalis pedis artery was checked before extubation, there was no sound on doppler and the dorsalis pedis artery could not palpable. A puncture was performed again, and angiography revealed embolism of distal from right external iliac artery. The embolism was successfully resolved using fogarty catheter. There was no resistance upon advancing the delivery system through the ascending aorta. Per the physician's opinion, the plaque on the ascending aorta likely moved to the right lower limb artery.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall transcatheter valve replacement procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in embolization of mobile debris into one of the arteries and may cause an obstruction. Aortic and annular structure tissue or calcification can also be disrupted during transapical or transaortic sheath insertion, balloon valvuloplasty, and deployment of the prosthetic valve. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Pre-procedure screening and assessment of the vasculature internal diameters and tortuosity will enable the clinician to determine if the sapien valve can be delivered via transcatheter approach. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient/procedural factors (dislodging of the plaque of the ascending aorta) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.